Event description:
It was reported that the patient's ECG waveform was not displayed. The device was reported to be in use, however, no direct adverse event to the patient or user was reported. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.

Manufacturer narrative:
This report is based on information provided by philips service representative personnel and has been investigated by the philips complaint handling team. The customer worked with the philips service representative. The customer indicated the ECG pads were transferred to another device and the device had the same problem. When different pads were connected the device operated without issues. The malfunctioning pads were disposed of. Based on the information available, the cause of the reported problem was the pads. The reported problem was confirmed only by the customer. The device was operational after ECG pads were replaced. The investigation concludes that no further action is required at this time. H3 other text : the customer worked with the philips service representative.